Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b1, d9 h3, h4, h6: part 412.216, lot 3l53339: release to warehouse date: february 25, 2019. Manufacturer: mezzovico. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that no defects were found with locking screw. The screw was received locked inside the broken plate. However, it can be assembled/disassembled as desired and no other issues were identified with it. The dimensional inspection was performed and found locking screw to be in specification. The current and manufactured to drawings were reviewed. Dimensional inspection confirmed the relevant dimensions were conforming. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: g1: physical manufacturer

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the revision surgery via tha due to femoral head necrosis. To perform tha. During removing implants, the locking screw had stuck with the plate and was difficult to remove. Removed the locking screw successfully without breakage. The revision surgery was completed within 30 minutes delay. No further information is available. Concomitant device reported: unk - screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) 5.0mm ti locking scr slf-tpng with t25 stardrive recess 44mm this report is 1 of 2 for (B)(4). This pc is related to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.